Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a stuck valve causing over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a stuck valve causing over delivery of pressure during a case. There was no patient injury.